Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient alleged during the sensor insertion, he punctured a vessel during insertion and started bleeding. He was unable to stop the bleeding for two and half hours and had to go to the emergency department (ed) for assistance. He was evaluated in the ed where an unspecified medication was placed on the insertion site by the ed staff and the bleeding stopped. The area was bandaged and he was discharged. No additional patient or event information is available.